Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, elective replacement indicator triggered on (B)(6) 2015.

Event description:
It was reported that during use of implantable pulse generator (ipg) elective replacement indicator (eri) triggered and facility inquired regarding the validity of the eri. Feedback provided indicated the eri as a valid trigger and suspected premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.